Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an increase in capture threshold was observed, and an x-ray was performed. Left ventricular lead dislodgement was noted. The lv lead was explanted and replaced. The patient's condition was stable pre, during, and post-procedure.